Event description:
Supplemental report is being submitted due to the completion of the investigation.

Manufacturer narrative:
PMA/510(k) # k163018. Device evaluation: the zilbs-635-8-6 device of unknown lot number involved in this complaint was not available for evaluation. With the information provided, a document-based investigation was conducted. Lab evaluation n/a. Document review as the lot number of the complaint stent is unknown, a review of the relevant manufacturing records cannot be conducted. However, prior to distribution zilbs-635-8-6 devices are subject to a visual inspection and functional checks to ensure device integrity. These inspections and functional checks are outlined in internal procedures in place at cirl:. There is evidence to suggest the user did not follow the instructions for use. The instructions for use (ifu0065-3) state the following: how supplied. Upon removal from package, inspect the product to ensure no damage has occurred. According to the customer testimony the product was not inspected for kinks or damage before use. Image review n/a. Root cause review: a definitive root cause of user error was determined from the available information. According to the customer testimony the device was not inspected for kinks or damage prior to being used. It is possible that the product may have been damaged during transportation which may have caused the device to not pass the stricture. Summary: the complaint is confirmed based on customer testimony. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence. Complaints of this nature will continue to be monitored for potential emerging trends.

Manufacturer narrative:
PMA/510(k) # k163018o. Investigation is still pending, a follow up MDR will be submitted to include the investigation conclusions.

Event description:
The doctor wanted to insert metal stent into the left hepatic duct. He tried to insert a zilver635, but it was failed. Stricture of duct was severe. Balloon dilation was done using fs-bdb-8x4. But zilver635 could not pass the stricture. He took out the zilbs-635 and finished this procedure. Did any section of the device remain inside the patient body? No did the patient require any additional procedures due to this occurrence? No did the product cause or contribute to the need for additional procedure(s)? No were there any adverse effects on the patient due to this occurrence? No did the product cause or contribute to the adverse effect(s)? No for all complaints, ask: what is the reorder number of the wire guide used with this device? Jag wire (boston) if not, with the device in question, how was the procedure finished? It was finished without insertion of metal stent for complaints occurring during use (once in contact with endoscope), also ask: had a sphincterotomy been performed prior to this occurrence? Yes had dilation of the obstructed area been performed prior to this occurrence? Yes what is the endoscope manufacturer and model number that was used? Tjf-260v (olympus) please describe the location in the body where the stent was to be placed. Cbd-ihd was resistance encountered when advancing the wire guide through the obstructed area? Yes was resistance encountered when advancing the stent and introducer through the obstructed area? Yes was the introducer advanced through the side of a previously placed stent? No please estimate amount of time the stent was in place prior to this occurrence. Unknown did any section of the device detach inside the endoscope or patient? No for fs-zilbs only, also ask: was the wire guide removed before beginning stent deployment? For zilbs only, also ask: after stent deployment, was the wire guide removed before withdrawing the tip of the introducer from the deployed stent? Stnet deployment was imposible